Event description:
It was reported by an attorney that the patient underwent an inguinal hernia repair on (B)(6) 2011 and mesh was implanted. Following the procedure, the patient experienced difficulty walking, fatigue, dyspareunia and a chronic pain in the hip, groin and abdomen. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.